Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. Describe an event or problem that should be reported as: the manufacturer received information alleging issues with a device dreamstation auto CPAP. The patient states that she developed a nasal infection from the recalled device. The patient started experiencing symptoms two years ago (allergies and nasal congestion). She contacted her doctor, and he told her she had an infection. She was seen by an allergist who performed an MRI and concluded she had a fungal infection. The patient started using a nettie pot (not daily) to avoid having an operation. Also, there was a burning odor often. No medication has been prescribed. Section remedial action and recall(z) number would not be applicable, which has been corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient states that she developed a nasal infection from the recalled device. The patient started experiencing symptoms two years ago (allergies and nasal congestion). She contacted her doctor, and he told her she had an infection. She was seen by an allergist who performed an MRI and concluded she had a fungal infection. The patient started using a nettie pot (not daily) to avoid having an operation. No medication has been prescribed. Also, there was a burning odor often. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer for evaluation.